Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2010 a (B)(6) male pt contacted zoll customer support to report that the garment shoulder strap was pulling at his existing stitches and he was bleeding. The pt ended use. There was no additional follow up on the condition of the irritated area.